Event description:
Reporter indicated that vns patient underwent generator explant surgery due to wound breakdwon and subsequent extrusion of the device. It was reported that pt has a degenerative disease and that reimplant is subsequently not likely. The bipolar lead was not explanted. Analysis of the returned pulse generator did not reveal any anomalies that would adversely affect device performance.